Manufacturer narrative:
(B)(4).

Event description:
An unknown medtronic stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during a follow-up CT scan, thrombus formation within the stent graft was identified. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation results are: a review of a single slice still CT image (transverse view) post implant confirmed that the patient has a stent graft implanted, likely an endurant aui or limb. There was no scale on the image, so no measurement can be done. The aneurysm was moderately calcified. The stent graft was partially occluded; there was likely thrombus formation around the inside wall of the stent graft. No stent graft kinks or compression was observed, and no other stent graft issues were seen. The pre-implant anatomy and sizing information were not available. The films during implant and post-implant films were not available for review. The patient anatomy post implant were not available. The exact cause of stent graft occlusion and thrombus formation could not be determined from the single image provided. This may be due to a patient condition.